Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider (hcp)) regarding a patient who was receiving baclofen (unknown) (500 mcg/ml at 226 mcg/day) via an implantable pump for intractable spasticity. It was reported that during the last two refills they noted a volume discrepancy; expected reservoir volume (erv) 6.9ml and actual reservoir volume (arv) 12ml. It was noted that the patient got a xbox  and since then there had been double the amount of medication expected or more in the pump. The hcp stated that recently the patient's tone had been worse but that it could be due to other reasons including weather. The caller stated that they programmed a 10% dose increase yesterday and the patient responded well to that.